Event description:
During an attempt to withdraw the delivery system following a procedure to correct the stenosis of the porta hepatitis, the tip of the device became caught; however, the delivery system was successfully withdrawn. Under fluoroscopy, in an attempt to locate the proximal radiopaque marker, it was revealed the stent had separated near the entry site.

Event description:
During an attempt to withdraw the delivery system following a procedure to correct the stenosis of the porta hepatitis, the tip of the device became caught; however, the delivery system was successfully withdrawn. Under fluoroscopy, in an attempt to locate the proximal radiopaque marker, it was revealed the stent had separated near the entry site.

Manufacturer narrative:
A review of a photograph, films and a hand-drawn illustration revealed hangnail damage at the transition of the nose cone and inner catheter. It was also noted that the device was placed in an area that passed through a ninety-degree angle. This most likely allowed the tip to catch the stent during withdrawal, resulting in the difficulty encountered. A review of records revealed this device was manufactured prior to an implemented change. Per this change, the nose cone is now being manufactured with a smooth transistion to prevent this type of situation from recurring.